Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a patient incorrectly disconnecting during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during drain two of the homechoice machine. During troubleshooting, the patient stated that they disconnected in a dwell cycle without using proper technique and reconnected when they head the alarm in the drain cycle. The technical services representative (tsr) assisted the patient in clearing the alarm. The tsr reviewed the proper procedures with the patient and advised the patient to use manual supplies to complete therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.